Event description:
It was reported that the patient has ineffective stimulation due to high impedances on their leads. The investigation did not determine which lead attributed to this issue. Surgical intervention is pending to address this issue.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 3 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: quattrode lead model: 3166, UDI: (B)(4), serial: (B)(6), batch: 7997021.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the leads were explanted and replaced.

Manufacturer narrative:
The reported event for high impedances was confirmed. The lead was received complete. Lead resistance testing revealed that channels 2, 3, and 4 measured open. X-ray analysis revealed 2 broken lead wires at 3.4cm distal to the terminal end. Since x-ray analysis did not identify the third broken lead wire, the break is likely at the channel weld of the stimulation end or terminal end of the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.